Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 500 mg/dl. Customer was treated with insulin. Customer reported that insulin pump had motor error alarm during rewind. Customer stated that they were able to clear alarm and able to complete rewind process. Customer stated that insulin pump had button error alarm. Customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (no creased) dome switch on esc, act, up arrow and down arrow button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test, self test and occlusion test, no motor error alarm during testing noted. The motor was tested outside the unit and passed.